Event description:
Prompt on screen: "remove instrument, blade may be exposed". Manufacturer response for robot vessel sealer, (brand not provided) (per site reporter). Issued RMA number, issue credit for 1 remaining use.